Event description:
Customer returned the device for evaluation and repair of the issue of wrinkle in the insertion tube and play. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the issue of foreign material in the forceps elevator observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the forceps elevator has foreign material. Other observations for the device are: heaving play, wrinkle in insertion tube; nozzle has a dent; adhesive on distal end rubber coating (a-rubber) is detached; due to wear of angle wire, bending angle in all directions does not meet the standard value; distal end c-cover has a dent; light guide (lg) lens is dirty; and adhesive around lg lens has discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, e1, e2, e3, g3, g6, h2, and h10.

Event description:
Addendum nov 23, 2022: customer reported event occurred during routine inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material could not be identified, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.